Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing damage, mode switch and insulation damage on the right ventricular (rv) lead. During the procedure a failure to disconnect the lead from the header of the implantable cardioverter defibrillator (ICD). The physician elected to explant and replaced the ICD. The patient was recovering after the procedure.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. Material was observed inside the ventricular set screw hex cavity. This did not allow the set screw to be tightened and secured properly in the field. Electrical, longevity, and visual analysis was normal with no anomalies found.